Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, during a routine follow-up. Device replacement was recommended however not yet completed. The physician stated it is unlikely the unit will be returned post explant, as the implanted duration was satisfactory and no adverse patient effects were reported.